Event description:
The customer observed a false negative alinity I anti-hbc result for one patient sample. The following data was provided: sid (B)(6): alinity I anti-hbc = 0.14 s/co. Other lab testing: anti- hbc igm (run on diasorin liaison) = 3.56 (positive). Anti-hbs result = positive. Hbsag result = 0.30 s/co. The customer is questioning the negative anti-hbc result due to the positive anti-hbc igm result that was generated on the diasorin. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6). (Complete sample ID as it exceeded the maximum allowed spaces in this field). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p87 that has a similar product distributed in the us, list number 7p84. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative alinity I anti-hbc result for one patient sample. The following data was provided: sid (B)(6): alinity I anti-hbc = 0.14 s/co other lab testing: anti- hbc igm (run on diasorin liaison) = 3.56 (positive) anti-hbs result = positive hbsag result = 0.30 s/co the customer is questioning the negative anti-hbc result due to the positive anti-hbc igm result that was generated on the diasorin. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. No increase in complaint activity. Ticket tracking and trending did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations with the lot number and complaint issue. In-house testing of a retained reagent kit of the alinity I anti-hbc ii complaint lot 53294be00 was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panel. The seroconversion panel results indicate that the sensitivity performance of the complaint lot is not negatively impacted. Note: alinity I anti-hbc ii and architect anti-hbc ii utilize the same reagents and sample/reagent ratios. In this case, the non-reactive alinity I anti-hbc ii result is in alignment with the non-reactive hbsag result and the reactive anti-hbs result for the patient in question. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site.